Event description:
A us distributor reported that a monitor has contamination.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (residue or contamination) has been confirmed. Upon investigation, the monitor did not pass essential performance testing. The failure was isolated to contamination throughout the monitor. The root cause of the contamination was ingress of an unknown liquid. There was no adverse event that resulted from the damaged monitor.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (residue or contamination) has been confirmed. Upon investigation, the monitor did not pass essential performance testing. The failure was isolated to contamination throughout the monitor. The root cause of the contamination was ingress of an unknown liquid. There was no adverse event that resulted from the damaged monitor. Evaluation of batteries have completed. The reported problem (residue or contamination) has been confirmed. Upon investigation, the batteries did not pass essential performance testing. The failure was isolated to contamination throughout the batteries. The root cause of the contamination was ingress of an unknown liquid. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a monitor has contamination. A us distributor reported that the batteries have contamination.